Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, the ablation catheter was inserted in the introducer and a blood leak was noted from the hemostasis valve. The procedure was completed with another sheath which was already in use with no adverse consequences to the patient.